Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This was observed during use of the device for peritoneal dialysis therapy. The patient would start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.